Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels of 515 mg/dl. Troubleshooting was done. The customer treated herself with manual injections. The customer mentioned that she was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 1100 mg/dl. The customer expressed vomiting and being unconscious as symptoms related to her high blood glucose. The customer explained that she was found unconscious by the paramedics. The customer was treated with an IV drip of insulin. Troubleshooting for the insulin pump was performed. The customer's insulin pump passed the high pressure test and the displacement test. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer that the insulin pump was working as designed, and the customer agreed. Nothing further reported.